Event description:
The account alleges that the zipper broke on the mattress ticking allowing blood to contaminate the inside of the mattress, resulting in fluid ingress in the mattress. No injuries were reported.

Manufacturer narrative:
The tech replaced the mattress liner and ticking, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.